Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a message stating that voltage was too low for projecting remaining capacity. Also, the pacemaker appeared not to be pacing, even after a magnet was applied. The patient still had a sinus rhythm. The device was expected to be changed out and returned for analysis but remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a message stating that voltage was too low for projecting remaining capacity. Also, the pacemaker appeared not to be pacing, even after a magnet was applied. The patient still had a sinus rhythm. The device has been changed out and is expected to be returned for analysis. The patient tolerated the procedure well and recovered normally. No additional adverse patient effects were reported.